Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was found to be working as intended, and put back into service

Event description:
It was reported that the stenoscope system would intermittently no work. No pt injury was reported.